Event description:
The patient had poor, intermittent stimulation. The implantable neurostimulator had difficulty holding a charge and the patient had difficulty charging. High impedance was also noted. There was reported to be no patient injury. The patient recovered without sequela.

Manufacturer narrative:
The devices have been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.